Event description:
Reporter alleged she attempted to test on the aviva system when she had a headache, felt weak as though she would pass out, and her heart was beating really fast. Reporter stated she got an error message because she did not have a code key inserted into the meter as labeling suggests. Reporter stated that her husband had to get a coke to treat her, as she would not have been able to do it for herself. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.